Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01026. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while attempting to advance two ruby coils through a non-penumbra microcatheter, the physician inadvertently kinked both ruby coils pusher assemblies. Therefore, both ruby coils were removed and the procedure was completed using six additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.